Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's report was not identified.

Event description:
The customer reported that a 250ml bag of heparin that was programmed to infuse at 3.5ml/hr was noted to completely infuse in approximately 5 hours. The pump was reported to have been programmed correctly however the fluid infused quicker than expected. There was no report of harm although the customer indicated this may cause potential harm.